Manufacturer narrative:
E1 initial reporter facility name: the first affiliated (B)(6) hospital.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 94% stenosed, moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was fractured. The procedure was completed by using another of the same device. There were no patient complications reported.

Manufacturer narrative:
Visual and microscope inspections revealed that the sheath was kinked, and the imaging window was found detached in the lap joint section; it was not returned for analysis. Based on this evidence, the as reported code of catheter damaged/defective is confirmed.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 94% stenosed, moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was fractured. The procedure was completed by using another of the same device. There were no patient complications reported.